Event description:
It was reported to philips that the device gave an error indicating fluoroscopy was unavailable and was showing black artifacts on the display. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an electro-physiology procedure was performed when the issue happened, and procedure was cancelled due to it was not available for clinical use. A philips remote service engineer (rse) cheeked remotely and confirmed fluoroscopy was unavailable. After reviewing log file rse found a short circuit in the x-ray tube cathode. Onsite visit fse found the cathode circuit failure as a problem with the generator converter. To resolve the issue, fse performed cleaning and adjustments of high voltage connectors in the tube and generator. Adaptation of the tube and performance verification. After performed cleaning and adjustments of high voltage connectors in the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.